Manufacturer narrative:
Additional information: the sponsor assessed the event as not related to the device or the antiplatelet medication. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx des was implanted in the lad. Approximately 29 months post index procedure, patient died from a bacteria in valve. Cec adjudicated the event as cardiac death. The site assessed the event as not related to the device or the antiplatelet medication.